Event description:
It was reported the patient had tmj devices implanted (date unknown). The surgeon felt a custom tmj device would provide a better fit for the patient, so the stock tmj was explanted and the custom was implanted on(B)(6) 2010.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.